Manufacturer narrative:
Field change: b5, h6, h10. The complaint component was returned and analyzed, and the reported allegation of mechanical issue was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found. The pump performed within specification. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to pump stopped working. Pump was explanted and replaced. Pump did not work when implanted but worked when it was taken out.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to pump stopped working. Pump was explanted and replaced.